Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -05.0/1.5/085 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vault. On (B)(6) 2021 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).